Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to a synchronization issue affecting the report date. The delay was unintentional and the synchronization issue has since been corrected through a system fix to prevent recurrence.

Event description:
It was reported that the ilet pump and dexcom g7 continuous glucose monitor (cgm) experienced intermittent communication while the user was driving, resulting in loss of cgm data display and three lines shown on the pump. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure, with involvement of electrical and magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.